Event description:
It was reported the during the lead implant attempt, impedance values were high and the helix didn't extend. The lead was not used and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the analysis showed the lead was stretched. It was noted the inner insulation was kinked bucked and torn, there was blood in/on helix/lobe mechanism, tissue on the helix, and lead was damaged at implant.